Manufacturer narrative:
Sections with additional information as of 03-oct-2024: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - customer returned pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Return product scrapped due to biohazard. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: (B)(6): use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the protective cover on 5 of the 32g pen needles had been missing. The package was not open or damaged when received by the customer. Customer did not disclose how long she has been using the product. The customer is using compatible product and the pen needle is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.